Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: unique identifier (UDI) number not available. D9: device availability unknown / not provided.

Event description:
It was reported a peri-implantitis at tooth site #14. Implant was removed.